Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation in the wrong location. Patient stated they felt the stimulation all through the left side of their buttocks when they got the implant and further stated at about 2a.m. The day of the report the stimulation had switched to their legs. Patient stated they notified their healthcare provider and was told to turn the implant off. They did not know how to turn it off and were requesting help turning off their implant. It was reviewed and patient was getting poor communication screen with and without the antenna. Patient confirmed they had bandages present and had been implanted the day prior. Patient confirmed the stimulation they were feeling was not necessary uncomfortable, just that they did not usually have it in their leg. No further complications were reported or anticipated.